Event description:
Customer reported being unable to test due to receiving an unspecified error message on the display of her adc blood glucose meter. Customer further reported that on (B)(6), 2015 she experienced "an emergency in the clinic", stating she felt stomach pains, "dazing", and suffered a loss of consciousness. Customer was reportedly diagnosed with hyperglycemia and administered unspecified intravenous treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. All pertinent information available to abbott diabetes care has been submitted